Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio anomaly. Blood glucose value was unknown at the time of the incident. The customer stated the insulin pump wouldn't alarm. Troubleshooting was performed. The audio test failed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.